Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link continu-flo set was not flowing properly through the set tubing and the catheter IV. There was no report of patient injury or medical intervention associated with this event. No additional information is available.